Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2008, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt felt shocks at the receiver site when communicating with the receiver via the transmitter. After the initial shock, however, the pt receives satisfactory stimulation. On (B)(6) 2010, the sales rep met with the pt and tried a new transmitter and reprogramming the pt. The pt was still able to feel the shocks throughout his entire body when the stimulator was turned on. An x-ray was taken and did not reveal any anomalies. The pt's ipg will be revised pending insurance approval.